Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin and delivered the remainder of the bolus. The customer's blood glucose level was not impacted. The customer had not received any additional occlusion alarms.